Event description:
It was reported the pt feels her ipg is loose inside the pocket and is causing her discomfort all the time regardless of whether the stimulation is on or when she charges. An sjm rep met with the pt and confirmed the pt is experiencing pain and discomfort at her ipg pocket but not heating. It was also reported the pt alleges she is having to charge her ipg 3-4 hours everyday and the ipg only charges to half the capacity. The sjm rep and the physician's assistant had the pt charge the ipg while at the physician's office and the pt successfully charged the ipg in forty mins. After meeting, the pt indicated that she would like her system explanted. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.